Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The positive end expiratory pressure valve was replaced, and the unit was returned to service. Patient information currently unavailable. Date of manufacture unavailable at time of MDR submission.

Event description:
The hospital reported the unit alarmed and maintained more positive end expiratory pressure than expected during a case. There is no report of patient injury.